Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, left handle, left/ right iui's and top disk holder. A review of the device history record showed the device had a manufacture date of 06/24/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the barrel clamp assembly - corrosion.

Event description:
It was reported that the device has rust in the barrel clamp. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, left handle, left/ right iui's and top disk holder. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) syr rear case CAPA (B)(4) iui conn issues. The customer stated that there was no patient involvement.

Event description:
It was reported that the device has rust in the barrel clamp. No additional information was provided. There was no patient involvement.